Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported on (B)(6) 2025, in the (B)(6), a central venous catheter was to be inserted using peripheral catheterization for PICC placement. During the puncture, the catheterization nurse found that the tip of the seldinger cannula sheath was damaged and the needle could not be inserted. After replacing the seldinger cannula sheath, the catheter was successfully inserted.